Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door needed to be adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system outside of a procedure. The rep indicated that the pendant was always showing door open, but the door looked like it was closed. Additionally, it was noted that it was not possible to perform motions and "color code shows green and not no color = hohle." The rep adjusted using the manual door open tool and the issue resolved. No patient was involved with this issue.